Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the device. There was no system errors confirmed for this issue on this device. There were no part(s) replaced, or repair(s) made to the device for this issue. Additional findings not related to the malfunction/issue was contamination found in the fio2 tubing and muffler assembly. The muffler assembly and fio2 tubing were replaced on the device. The following parts were replaced as part of the preventative maintenance for this device: air inlet foam filter. After these parts were replaced on the device, the device was tested and passed all system tests.